Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the drain line of a homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The patient stated that fluid leaked on the floor and that it came from the drain line. The patient could not determine where on the drain line the leak was coming from. The patient stated that they did not use any sharp object to assist with opening the supplies. The patient stated that they had no pets that may have caused the leak. The renal therapy service agent had the patient cycle the power on the homechoice to clear the alarm, and assisted in disconnect procedures. The patient will perform continuous ambulatory peritoneal dialysis to complete therapy. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.